Manufacturer narrative:
Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. On (B)(6) 2016, atrial pacing impedance measured 3439 ohms up from a trend new 304-475 ohms. Concomitant medical products continued: 694765 lead; 419488 lead, implanted: (B)(6) 2008.

Event description:
It was reported that an alert was triggered due to high impedance on the right atrial (ra) lead. A lead fracture was confirmed. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.